Event description:
It has been reported to us that during the procedure the physician attempted to deflate the balloon and the rubber plunger detached from the lead screw. The physician inserted a balloon catheter into the patient. The physician connected the inflation device to the stop cock and performed negative prep. The physician inflated the balloon with the inflation device. The physician performed numerous inflations and deflations on the vessel. The physician attempted to deflate the balloon and the rubber plunger detached from the lead screw. The physician noticed that the patient experienced an increase in blood pressure; the physician detached the defective inflation device and replaced it with another and was able to successfully deflate the balloon.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.